Manufacturer narrative:
Device passed self test and displacement test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone that insulin pump had stuck button alarm and button pressed for more than 3 minutes. Customer¿s blood glucose was unknown at the time of incident. Customer stated that did not press a button down for 3 minutes or longer. Customer stated that they were not able to clear the alarm. Troubleshooting was performed for keypad anomaly. Customer was advised revert insulin pump to the backup plan. The insulin pump will not be returned for analysis.